Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black case type = ngp on (B)(6) 2023, the customer alleged for pump error 43 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label fading during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 130 alarm on (B)(6) 2023 from 17:45:04.000 until 18:17:18.000 and (B)(6) 2023 to 16:57:10.000 and multiple pump error 43 alarm on (B)(6) 2023 from 18:01:54.000 until 18:18:28.000 and (B)(6) 2023 from 10:06:06.000 until 10:24:20.000. Pump alarmed pump error 38 during the rewind test. Unable to verify pump error 43 and 130 alarm and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics and force sensor. However, found moisture damage on the motor assembly. Swapping out test motor confirms pump error 38 alarm is isolated to motor. Pump error 130 and 43 alarm confirmed in the pump history and pump error 38 alarm confirmed during the rewind test due to moisture damage motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 43 - an error in the motor was detected by reading an unexpected value from hall sensor on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed but the customer was not able to rewind the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.